Event description:
Complainant had the internal defibrillator installed on 8/21/95. After a year and two weeks the device malfunctioned, the battery went dead. The device had to be surgically removed in 9/96.